Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device was displaying a white screen and logged an event code associated with a device lock up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. Stryker replaced the device's user interface (ui) pcb to resolve the reported issue. After completing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.